Event description:
It was reported the patient was going to have a revision because their implantable neurostimulator (ins) was not working. It was later reported the patient¿s device had been turned off for a few days then on again. It was stated no malfunctions were seen and the cause of the issue was not determined. It was noted a new battery was implanted successfully. Reportedly, four standard programs were tested and the patient confirmed proper sensations at low amplitude and they were receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3966, lot # la5611, implanted: (B)(6) 2002, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).